Event description:
An article titled "transforming pediatric epilepsy care: real-world insights from a leading single-center study on vagus nerve treatment outcomes" was identified to contain potential vns complaints. Within the article it was reported that during the trial, vns therapy was well tolerated, with mostly mild adverse events; the most common was obstructive sleep apnea, which was managed through parameter adjustments. No other relevant information has been received to date.

Manufacturer narrative:
Bansal l, jaafar f, kapoor a, abdelmoity l, madkoor a, kaufman c, et al. Transforming pediatric epilepsy care: real-world insights from a leading single-center study on vagus nerve treatment outcomes. Epilepsia. 2026; 67:762¿774. Https://doi.org/10.1111/epi.70002.